Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole/cut in the silicone tubing of the returned device. Leak testing was also performed, and a leak was observed through the hole/cut in the tubing. The reported issue was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a transfer set leaked. This occurred at the patient's home during use. There was no patient injury or medical intervention associated with this event. No additional information is available.